Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement in the left common femoral artery was achieved using a prostar xl device via 14fr sheath, prior to a potico heart valve replacement procedure. Reportedly, post procedure the sutures of the prostar xl device failed to achieve hemostasis. Percutaneous transluminal angioplasty was performed to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy related to the use of the prostar xl device. No additional information was provided.